Event description:
It was reported that during attempted defibrillation threshold (dft) testing at implant of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD), ventricular fibrillation (vf) was unable to be induced. The implant procedure was completed without dft testing. The system was reviewed on x-ray one day post implant and showed suboptimal placement of the device and electrode. The device was felt to be placed too low and the electrode was felt to have moved out of position. The electrode movement was suspected to be related to patient anatomical factors. A revision procedure was performed 5 days post implant. The device and electrode were moved to a more superior position. Vf was attempted to be induced, however, was unsuccessful. The procedure was completed. The system was reviewed on x-ray post revision procedure and the electrode was noted to have pulled out of position post procedure. This again was felt to be related to patient anatomical factors. The physician plans to bring the patient back as an outpatient on an unknown future date for an additional electrode revision procedure. No additional known procedures have been planned or undertaken at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that a computed tomography (CT) scan was performed and showed appropriate system position, however, the physician planned to perform an electrode revision procedure on a future date to suture the tip down and perform defibrillation threshold (dft) testing. No additional adverse patient effects were reported. Available information indicates this device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during attempted defibrillation threshold (dft) testing at implant of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD), ventricular fibrillation (vf) was unable to be induced. The implant procedure was completed without dft testing. The system was reviewed on x-ray one day post implant and showed suboptimal placement of the device and electrode. The device was felt to be placed too low and the electrode was felt to have moved out of position. The electrode movement was suspected to be related to patient anatomical factors. A revision procedure was performed 5 days post implant. The device and electrode were moved to a more superior position. Vf was attempted to be induced, however, was unsuccessful. The procedure was completed. The system was reviewed on x-ray post revision procedure and the electrode was noted to have pulled out of position post procedure. This again was felt to be related to patient anatomical factors. The physician plans to bring the patient back as an outpatient on an unknown future date for an additional electrode revision procedure. No additional known procedures have been planned or undertaken at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that a computed tomography (CT) scan was performed and showed appropriate system position, however, the physician planned to perform an electrode revision procedure on a future date to suture the tip down and perform defibrillation threshold (dft) testing. No additional adverse patient effects were reported. Available information indicates this device remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the orientation, and the position of the electrode was determined to be affected by the patient's subcutaneous/breast tissue based upon review of x-rays in an upright and supine position. A revision procedure was performed. The tip of this electrode was sutured to the sternal fascia and the procedure was completed. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that during attempted defibrillation threshold (dft) testing at implant of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD), ventricular fibrillation (vf) was unable to be induced. The implant procedure was completed without dft testing. The system was reviewed on x-ray one day post implant and showed suboptimal placement of the device and electrode. The device was felt to be placed too low and the electrode was felt to have moved out of position. The electrode movement was suspected to be related to patient anatomical factors. A revision procedure was performed 5 days post implant. The device and electrode were moved to a more superior position. Vf was attempted to be induced, however, was unsuccessful. The procedure was completed. The system was reviewed on x-ray post revision procedure and the electrode was noted to have pulled out of position post procedure. This again was felt to be related to patient anatomical factors. The physician plans to bring the patient back as an outpatient on an unknown future date for an additional electrode revision procedure. No additional known procedures have been planned or undertaken at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.